Manufacturer narrative:
Corrected data: d4 - UDI one device was received for evaluation. Visual inspection found cracked housing, a contaminated dso sensor, and a worn latch lock. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The device was found to over deliver. It was determined that the expulsor was the root cause. To address the issue the expulsor was trimmed. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device failed an accuracy test. The product fault occurred during testing.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.